Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and release criteria was checked. After all the release criteria was met the physician released the closure device from the core wire. Within seconds the closure device had embolized out of the laa and into the left atrium. The physician successfully used a non-boston scientific grasping device in order to capture the closure device and remove it from the patient. The patient did not experience any complications or consequences as a result of this event.